Event description:
Boston scientific received information that this right ventricular leads pacing thresholds had increased and impedances were out of range. The lead was extracted and replaced while the device remains implanted. There was no evidence of a lead fracture, no noise, and no inappropriate therapy or loss of pacing noted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.